Event description:
The patient's generator was explanted for what was believed to be normal eos. The product was returned for analysis, which found that the pulsing current was out of specification. It was found that one of the resistors could have been more optimally chosen. As the resistor, in part, controls the output current, it could have contributed to the observed eos. However, based on battery life estimates, the eos was an expected event.